Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('a portion of the essure device was sticking out of the tube, remainder of the essure device was in situ'), fallopian tube perforation ('the essure device was sticking out of the tube'), device dislocation ('migration') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (d and c, novasure ablation and transvaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, heavy menstrual bleeding and genital haemorrhage had resolved and the device breakage, fallopian tube perforation, psychological trauma and post procedural complication outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: she had been treated for bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-apr-2021: medical record received. Event added: a portion of the essure device was sticking out of the tube, remainder of the essure device was in situ. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), device breakage ('a portion of the essure device was sticking out of the tube, remainder of the essure device was in situ'), fallopian tube perforation ('the essure device was sticking out of the tube'), device dislocation ('migration') and heavy menstrual bleeding ('menorrhagia'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On 1-jun-2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (d and c, novasure ablation and transvaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, heavy menstrual bleeding and genital haemorrhage had resolved. And the device breakage, fallopian tube perforation, psychological trauma and post procedural complication outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: she had been treated for bleeding, migration. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), menorrhagia ("menorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy + bi-s (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: she had been treated for bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Events added- menorrhagia, migration, post removal complications added. Hysterectomy surgery added to pelvic pain. Event outcome for pain, bleeding, migration changed to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.